Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4), h6: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced and the system functioned as intended. Codes b01, c08, and d02 are applicable to this analysis. H6: the camera was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proce duralized device testing, the camera showed multiple instances of intermittent firmware incompatibility per the event log. An electrical failure mode was identified. Codes, b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon startup, a positioning sensor unit (psu) communication error occurred. Recovery was achieved after several reboots. There was no patient involvement.